Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector being unlocked on the lcd board. The keypad traces were inspected and no anomalies were found on the device. The insulin pump was received with minor scratches on the lcd window and cracked case at the display window corners. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 500 mg/dl. Customer removed the battery and the down button is not working. Troubleshooting for keypad anomaly was performed. Customer is using manual injection and none of the buttons are working. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.